Event description:
The patient reported that she saw solution leaking from the cycler door during drain 1. The patient stopped treatment. The patient notified the peritoneal dialysis nurse and was instructed to resume manual treatment. No prophylactic antibiotics were used. Patient's effluent was clear. The sample was sent with the cycler to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The plant investigation is currently on-going. A supplemental MDR will be submitted at the conclusion.